Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. The patient's programmer also reflects a communication error. It was noted the patient has not recently recharged the ipg and last felt stimulation around (B)(6) 2016. Subsequently, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. Reportedly, effective therapy was resumed following the procedure and the patient is happy with the coverage.